Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a flipcutter from an ar-1288qis-90 quadlink implant system, retractable reamer broke off and was embedded in the bone. This was discovered while retro drilling on the femur during an aclr procedure on (B)(6) 2022. Surgeon used a straight grasper to retrieve all broken fragments. Case was completed by using an individual ar-1204af-100 10 mm flipcutter, and ar-1204af-80 8mm flipcutter ii.